Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient had a revision due to dislocation and suspected head dissociation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an mdm liner was reported. The event was confirmed via med review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated' I can confirm that the patient underwent the three surgical procedures that I described above since I was able to review the original stryker stickers used in those surgeries. I did not however have the operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of hip dislocation with subsequent disassociation of an mdm articulation are multifactorial primary causes would be related to surgical technique including positioning of the implants, restoration of the soft tissue tension and leg lengths as well as proper closure of the soft tissue envelope. In this case the femoral stem was found to be male positioned and had to be removed and placed 10° of anteversion. Unlikely contributing factors are the patient's lifestyle, activity level and bmi. I would not assign any causality to the implant regarding the disassociation unless some manufacturing defect was found upon inspection by stryker engineers. In this case I believe the disassociation most likely happened after the dislocation perhaps with an attempt to reduce it although there is no mention of that in the product summary. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review: a review with a clinical consultant indicated' I can confirm that the patient underwent the three surgical procedures that I described above since I was able to review the original stryker stickers used in those surgeries. I did not however have the operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of hip dislocation with subsequent disassociation of an mdm articulation are multifactorial primary causes would be related to surgical technique including positioning of the implants, restoration of the soft tissue tension and leg lengths as well as proper closure of the soft tissue envelope. In this case the femoral stem was found to be male positioned and had to be removed and placed 10° of anteversion. Unlikely contributing factors are the patient's lifestyle, activity level and bmi. I would not assign any causality to the implant regarding the disassociation unless some manufacturing defect was found upon inspection by stryker engineers. In this case I believe the disassociation most likely happened after the dislocation perhaps with an attempt to reduce it although there is no mention of that in the product summary. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.